Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the vaginal cuff in a total laparoscopic hysterectomy, 4 needle devices broke. Surgeon stated he could see the broken needle and pick them up each time. X-ray was not necessary surgeon stated. He also noted that the device was difficult to toggle. Surgeon used another suture to resolve the issue. No patient injury.